Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Inspection identified damage at the grip at the grip base. A piece measuring approximately 0.121" x 0.313" was found to be broken off and was not returned. This confirms the customer reported issue. The root cause is indicative of mishandling and misuse. Common causes of the failure indicative of excess force applied to the instrument jaws during handling, insertion, usage (overloading), or removal. A review of the instrument log for the mega suturecut needle driver instrument (lot# k10220509 / sequence 0191) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument has 7 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection of the mega suturecut needle driver instrument identified a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.